Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported during an open reduction internal fixation (orif) proximal humerus surgery, the surgeon attempted to use a bone reduction forceps to help reduce the proximal humerus fracture when the tip of the forceps broke off. The piece was in plain sight and easily retrieved with the surgeon's hands. Surgeon then attempted to use another bone reduction forceps to reduce the fracture and the tip of this forceps also broke off. The piece was again in plain sight and easily retrieved with the surgeon's hands. Surgery was completed with a like product. There was a two (2) minute delay. No patient harm was reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history record review was attempted for part number 399.99, lot number(s) a7pa45/5392901. The review could not be completed because the device is a lot/batch controlled item. The service history review is unconfirmed. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The results of the device investigation are pending and will be reported upon completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the complaint condition for the reduction forceps (part 399.99 / lot a7pa45 and 399.07 / lot unknown) was likely caused by numerous years of consistent use; however, this complaint is not likely a result of any design related deficiency. The reduction forceps (399.99) is an instrument used in routinely in the small fragment locking compression plate (lcp) instrument and implant set. The reduction forceps (399.07) is an instrument that has been obsoleted and replaced by part 399.77. Due to the device¿s advanced age, the supporting documentation for the replacement¿s functionally equivalent part has been used for this investigation. The devices were returned and reported to have broken at the tip during surgery. This condition is confirmed; the distal tips have broken on both devices along a fairly smooth fracture surface. Part 399.07 fractured nearer the hinge with approximately 3cm of the distal portion of one tip missing. Part 399.99 fractured roughly halfway down one of the prongs with approximately 12mm of material missing. It is likely that numerous years of consistent use has led to this complaint condition. Part 399.99 was manufactured in november, 2006 and is over nine (9) years old. The balance of each of the returned devices is in fairly worn condition with several markings along their length. The relevant drawings for each device were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that numerous years of consistent use has led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.